Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the dependent patient presented to the clinic after experiencing three syncopal episodes. It was noted that the patient was shoveling snow when the episodes occurred. The physician noted that the right ventricular lead had dislodged and successfully repositioned the lead. All electrical values were checked and noted to be good.